Event description:
Caller states that a patient reportedly received the following results on a meter, compared to lab results, within 10 minutes: 538 mg/dl and 434 mg/dl (inform meter) and 216 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.